Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated during pd treatment the patient reported fluid was leaking from the extraneal baxter bag. The pdrn stated the patient used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. The pdrn confirmed there was no injury and no overfill occurred and stated the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The lot number was unknown and the sample was available to be returned for evaluation.

Manufacturer narrative:
Correction: device from controlled or non-released sample evaluated. No failure detected, device operated within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated during pd treatment the patient reported fluid was leaking from the extraneal baxter bag. The pdrn stated the patient used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. The pdrn confirmed there was no injury and no overfill occurred and stated the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The lot number was unknown and the sample was available to be returned for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. A visual inspection was performed and no defects were noted. A dimensional inspection was performed on three companion samples using a digital caliper cd-6cs cfr-1720. The dimensional inspection was performed according to specifications, with acceptable results. In addition, a taper test was made to three companion samples using a force gauge fdl100 cfr-1189 and female conical fitting iso 594/1:1986(e) fig 3c ansi taper ie0278; force applied according to international standard iso 594/1-1986 (e) 1.1lb (5n). The samples were found acceptable. A simulated use test was performed to three companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. In conclusion, the companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, no issues were detected. The device history record of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated during pd treatment the patient reported fluid was leaking from the extraneal baxter bag. The pdrn stated the patient used the apd adapter, but it came off of the extroneal bag. The patient ended up resetting up with new supplies and completed treatment and the cycler did not get wet. Fluid was observed on the floor. The pdrn confirmed there was no injury and no overfill occurred and stated the patient was able to re-setup with supplies to complete treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The lot number was unknown and the sample was available to be returned for evaluation.